Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic transabdominal preperitoneal inguinal hernia repair, the system could not detect the sterile interface module (sim) when it was attached after a sterility breach. The remaining sim life was no longer visible, even though the sim appeared to be connected properly. An error message was displayed indicating that the sim was not present and that there might be a problem with the sterile barrier. Three re-dock attempts were made, along with unbraking and rebraking, but the issue persisted. Instruments could still be attached and inserted, but the sim was replaced to dismiss the error message. The event resulted in a delay of more than 30 minutes. There was no patient injury.